Event description:
It was reported that the neonate patient currently on therapy of the arctic sun device. Nurse stated that the device alerted 113 (reduced water temperature control) twice and they wanted to verify everything was ok. Patient took picture of alert. Nurse explained alert 113 (reduced water temperature control) was an alert that needs to be evaluated and addressed. Mis explained they need to look at the diagnostics to verify the device was working appropriately and try to identify culprit. Mis walked through accessing the system diagnostics and the father provided the values were outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 37.7c, inlet temperature (t3) was 37c, chiller temperature (t4) was 4.2c, water flow rate was 0.6 l/m, inlet pressure was -7.1 psi, circulation pump command was 34 percentage, mixing pump command was 0, heater showed 25 percentage, water reservoir level showed 5, system hours were 7414.2 and pump hours were 7251.5. The patient temperature was 33.3c, target temperature was 33.5 and water temperature was 37.8c. Nurse noted that with the flow rate low that was likely the culprit. Diagnostics look good with exception to the flow rate. Nurse noted if flow rate drops below 0.5 l/m the heater was disabled and unable to make warm water which would cause an alert 113 (reduced water temperature control). Mis encouraged nurse to disconnect and reconnect pads to get flow rate up. Nurse responded that there was a kink so they already straightened the lines. Nurse explained that the flow rate was still low and very close to that 0.5 l/m area of concerns. Mis told nurse how to stop therapy, drain pads, disconnect and reconnect holding nowhere near the clear connectors. Also advised they need to hear audible clicks. Verify lines are straight and could use blankets as buffers between tubing and hard surfaces that could create interruptions in flow. Nurse stated that they already straightened the lines. Also noted there needs to be good airflow to the back of the device. Advised patient and nurse to please call back if flow rate drops, there were any additional alert or any concerns. Second call from same day that there were alerts with the device last night from what they have been told and device was alerting low flow. Currently controlling patient temperature but wanted to make sure everything was working correctly. Provided overview of page from earlier this morning. Noted that device had been alerting 113 (reduced water temp control), diagnostics pointed to flow rate as potential culprit and advised nurse to disconnect and reconnect. Nurse could not confirm that was done as it was not performed while on the phone. The patient temperature was 33.2c, target temperature was 33.5c and water flow rate was 0.6 l/m. Mis walked nurse through stop therapy, drain and disconnect. Mis had nurse to rotate connector 180 degrees and reconnect holding nowhere near the clear connectors. Nurse verified audible clicks with each connection. Make sure all lines straight with no bends or kinks. Mis discussed adding blankets as buffers between pad tubing and hard surfaces to prevent interruption in flow. The flow rate stabilized at 0.5 l/m . Mis advised to swap out pads as this flow rate would prevent the heater from enabling or remaining on. Place pads aside and when they come in this morning they could assist with process of returning pads for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonate patient currently on therapy of the arctic sun device. Nurse stated that the device alerted 113 (reduced water temperature control) twice and they wanted to verify everything was ok. Patient took picture of alert. Nurse explained alert 113 (reduced water temperature control) was an alert that needs to be evaluated and addressed. Mis explained they need to look at the diagnostics to verify the device was working appropriately and try to identify culprit. Mis walked through accessing the system diagnostics and the father provided the values were outlet monitor temperature (t1) was 37.8c, outlet control temperature (t2) was 37.7c, inlet temperature (t3) was 37c, chiller temperature (t4) was 4.2c, water flow rate was 0.6 l/m, inlet pressure was -7.1 psi, circulation pump command was 34 percentage, mixing pump command was 0, heater showed 25 percentage, water reservoir level showed 5, system hours were 7414.2 and pump hours were 7251.5. The patient temperature was 33.3c, target temperature was 33.5 and water temperature was 37.8c. Nurse noted that with the flow rate low that was likely the culprit. Diagnostics look good with exception to the flow rate. Nurse noted if flow rate drops below 0.5 l/m the heater was disabled and unable to make warm water which would cause an alert 113 (reduced water temperature control). Mis encouraged nurse to disconnect and reconnect pads to get flow rate up. Nurse responded that there was a kink so they already straightened the lines. Nurse explained that the flow rate was still low and very close to that 0.5 l/m area of concerns. Mis told nurse how to stop therapy, drain pads, disconnect and reconnect holding nowhere near the clear connectors. Also advised they need to hear audible clicks. Verify lines are straight and could use blankets as buffers between tubing and hard surfaces that could create interruptions in flow. Nurse stated that they already straightened the lines. Also noted there needs to be good airflow to the back of the device. Advised patient and nurse to please call back if flow rate drops, there were any additional alert or any concerns. Second call from same day that there were alerts with the device last night from what they have been told and device was alerting low flow. Currently controlling patient temperature but wanted to make sure everything was working correctly. Provided overview of page from earlier this morning. Noted that device had been alerting 113 (reduced water temp control), diagnostics pointed to flow rate as potential culprit and advised nurse to disconnect and reconnect. Nurse could not confirm that was done as it was not performed while on the phone. The patient temperature was 33.2c, target temperature was 33.5c and water flow rate was 0.6 l/m. Mis walked nurse through stop therapy, drain and disconnect. Mis had nurse to rotate connector 180 degrees and reconnect holding nowhere near the clear connectors. Nurse verified audible clicks with each connection. Make sure all lines straight with no bends or kinks. Mis discussed adding blankets as buffers between pad tubing and hard surfaces to prevent interruption in flow. The flow rate stabilized at 0.5 l/m . Mis advised to swap out pads as this flow rate would prevent the heater from enabling or remaining on. Place pads aside and when they come in this morning they could assist with process of returning pads for investigation. Per follow up information received via email on 01jun2023, it was reported that the patient was a 1 day old male. He was under pounds. Therapy was completed with the use of changed pads and there was no impact to the patient. The sales rep came in and assisted with changing the gel pads. The defective pads are being sent back to us and are currently in route.